Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On the morning of saturday, (B)(6) 2026, the patient awoke feeling lethargic and disoriented. Upon checking the cgm application, a sensor failure message was displayed on both the cgm app and the insulin pump, resulting in cessation of insulin delivery. The patient was unable to determine the duration between the onset of the sensor failure and the development of symptoms. No fingerstick blood glucose (fsbg) measurement was available at that time to confirm glucose levels. As the patient¿s condition worsened, he contacted hotel staff, who called emergency medical services (ems). During transport, ems provided assistance; however, no specific treatment was reported. Upon arrival at the emergency room (ER), a blood glucose meter reading of 500 mg/dl was recorded, indicating severe hyperglycemia. The attending physician confirmed a diagnosis of diabetic ketoacidosis (dka). The patient was treated with intravenous (IV) insulin, IV fluids, and unspecified antibiotics. The patient was discharged on (B)(6) 2026, 2026, following a four-day hospitalization. At the time of reporting, the patient indicated that he was feeling better. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be progressive sensor decline. No additional event or patient information is available.